Event description:
It was reported that an alarm was heard and telemetry had not yet be performed. The pump refill date was (B)(6) 2013 and the pump started to alarm on that date. The patient had a few oral baclofen pills. The patient just relocated and had not found a device managing physician as of the report date. The patient was looking for a new physician. The device systemwas used to deliver baclofen 500mcg/ml at 200.11mcg/day. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant: product ID 8709sc, lot# n179642013, implanted: 2008-(B)(6), product type catheter. (B)(4).